Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the presenting electrogram (egm) from a remote monitoring transmission showed probable loss of left ventricular (lv) capture. A threshold test was performed during a heart connect (hc) session. The test was started at 3v @ 0.4ms with no capture as the lv output was programmed to 3.5v. The output was increased to 5.5v @ 1ms and capture was confirmed. No adverse patient effects were reported.